Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found dents on the irrigation line. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product specifications. Unrelated to the reported event, dents on the irrigation line were observed. However, how or when the nonconformity occurred remains inconclusive. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Root cause the phaco handpiece was found to functionally meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information also indicated, there were two patients involved. This report will address the first of two patient's.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgical procedure the surgeon had to press harder on the ultrasound and it caused the phacoemulsification (phaco) handpiece to heat up. The phaco handpiece was exchanged and the procedure was completed. Additional information has been requested and received which indicated the handpiece heats in the surgeons hand during a dense cataract removal. The efficiency of the handpiece was not optimal, ultrasounds were intermittent.